Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that tank has a leak. The float will stick once in a while and say empty but it's not. Discovered during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the device received with the front cover scratched and nicked, microswitch was bent, reflux plug was broken, line cord faded and worn, water tank cover cracked, quick connect corroded, and the pcb and power switch were outdated. During the functional testing, the customer reported problem was able to be duplicated. The cause of the issue was found to be the cracked water tank cover and faulty float switch. No action will be taken due to the condition of the device. It was deemed beyond economical repair and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.